Event description:
Allegedly one the of two longest pins in pack broke off inside pt's distal femur. Radiograph confirms threaded portion of the pin is retained. Surgeon notified and acknowledged, retained portion of pin not removed.

Manufacturer narrative:
Investigation is not completed. Additional information has been requested from the user facility and the surgeon. Attempts have been made to have the product returned for eval. This report will be amended when the investigation is completed. See attached medwatch 3500a for additional details from user facility.